Event description:
Device caused pain and disability and is now failing after 7 years. Has similaro lot to recalled zimmer trabecular metal modular acetabular system. Until surgically removed there is no way to know whether mix of metallosis and osteolysis.